Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found half height drawers 3.1 and 3.2 off the bus. On arrival, no faults were observed. The system was powered off, and the fse reseated the row board connectors for drawers 2 (1 & 2) and 3 (1 & 2). Hardware test application passed successfully, and the customer completed the inventory of medication in drawer 3.1. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, one cubie was failed. After attempting a reboot, the entire drawer would no longer open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.